Event description:
It was reported that this patient experienced a syncopal episode. The patient was given a holter monitor, which detected an eight second pause. Review of device information showed that there was noise on the right atrial (ra) and right ventricular (rv) leads connected to this pacemaker. The patient was hospitalized and the physician elected to place a new cardiac resynchronization therapy pacemaker system and leads on the patient's right side. This pacemaker and the associated leads were electrically abandoned but left implanted. No additional adverse patient effects were included. Device received indicated that this device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section d6b explant date, section h3 device eval by manufacturer, h6 impact codes. As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem, section d6b explant date, section h3 device eval by manufacturer, h6 impact codes. As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced a syncopal episode. The patient was given a holter monitor, which detected an eight second pause. Review of device information showed that there was noise on the right atrial (ra) and right ventricular (rv) leads connected to this pacemaker. The patient was hospitalized, and the physician elected to place a new cardiac resynchronization therapy pacemaker system and leads on the patient's right side. This pacemaker and the associated leads were electrically abandoned but left implanted. No additional adverse patient effects were included. Device received indicated that this device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced a syncopal episode. The patient was given a holter monitor, which detected an eight second pause. Review of device information showed that there was noise on the right atrial (ra) and right ventricular (rv) leads connected to this pacemaker. The patient was hospitalized and the physician elected to place a new cardiac resynchronization therapy pacemaker system and leads on the patient's right side. This pacemaker and the associated leads were electrically abandoned but left implanted. No additional adverse patient effects were included.